Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Through a follow up with abbott application support specialist (asm), it was confirmed that the system was not the suspect product. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during an intralase enabled keratoplasty (iek) case on a male patient, the suction was lost with an intralase patient interface (pi) during the alignment incisions, however, the side cuts were complete. Treatment was completed in the operating room with no other issues reported.